Manufacturer narrative:
The insulin pump had a cracked corner at the display window, cracked battery tube threads, scratched lcd window, cracked rerservoir tube lip, and a missing end cap sticker. The motor error alarmed during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. No damage found on the motor. No motor position encoder error alarm found in the history file. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.